Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9, lab: ng; date: (B)(6) 2010, inratio: ng, lab: 1.5. Pt's coumadin dose was increased by physician on (B)(6) 2010. Pt was given a lovenox injection on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.